Event description:
It was reported that when using the bd pyxis¿ es server, the server reports were not running or updating correctly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server via secure link and verified that the (export transform load) etl service was up and running. Messages were also successfully crossing over to the server at that time. An email was sent to the customer requesting confirmation of the specific station and medication ID where the refill reports were not updating correctly. The customer later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.